Event description:
The doctor reported the implant was removed due to loss of osseointegration, 2 years after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Local infection was observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient recovered from removal and bone graft placement.

Manufacturer narrative:
Please see attached summary memo.